Event description:
Tips are broken off. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the cause of the breakage was due to overstress of the instrument. The surface of the break is homogenous, what shows material conformity. We guess that both of the plates were not connected when seating the instrument. As a result, the forces measured were one sided to the tips of the attachment pins what caused the break. No production faults could be determined. It is concluded that this complaint is invalid.